Event description:
It was reported that the patient had the artificial urinary sphincter removed as the 4.0 cm cuff was too big and the patient experienced urine loss. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon was implanted.